Event description:
Patient 3 month status post anterior cervical disbectomy c5-6 withrecurrent right arm and persistent neck pain who presents with evidence offracture of their allograft at c-5-6 on plain film. Bone graft fractured inmultiple pieces. Post op diagnosis listed as recurrent right c6radiculopathy, possible fracture of spinal bony implant c5-6. Recurrent neck pain, cervical spondolysis c6-7.